Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.